Event description:
Some staff members were experiencing difficulty activating the safety sheath. Users pressing against the total care beds caused the safety sheath to spin or the needle to bend. Reportedly, several staff members were unaware of proper technique and attempted to engage the safety sheath with their hand, which resulted in needlestick events. The user facility reported that hepatitis b shots have been administered to users per hospital protocol.